Event description:
The homecare provider (hcp) reported that the following info: (1) the pt filled a portable unit from the c41. (2) after fill, the portable unit froze to the c41 at the connectors. (3) when the portable unit was disengaged, the c41 leaked liquid oxygen from the quick connect. Half of the contents of the c41 leaked. (4) no injury occurred.